Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. A clinical investigation was performed. The customer admits to improperly setting up the device since approximately 2020 and continued to use the device despite acknowledging improper use. The customer wishes to continue to use the soclean once she receives proper set up and parts. Reporting for due diligence.

Event description:
Customer reports candida infection in her sinuses and oral cavity and a bacterial infection in sinuses. Md seen. Cx received a prescription of antibiotics & fluconazole.